Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose reading was over 243 mg/dl while her sensor glucose reading was 56 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that there was also a low suspend alarm. The customer was advised to try suggestions discussed and monitor sensor glucose performance.